Event description:
The patient (B)(6) was to receive an scs system including percutaneous leads. During the placement of the patient's scs system on (B)(6) 2009, it was reported that the patient moved upon the administration of the local anaesthetic during the anchoring procedure, and stimulation therapy was lost. New leads were unable to be passed and the procedure was stopped. Follow up on the patient found that no further issues have been reported. The lead was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. No damage was observed with either lead that was returned. Both passed functional tests. Both stylets returned are damaged with abnormal bends. It is unknown when or how the damage occurred. A damaged stylet has no affect on the impedance of the lead. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.